Event description:
An angio-seal vip was used following an angiogram. During deployment, it appeared that the insertion sheath and the carrier tube came apart in the physician's hand. The collagen was tamped, but there was some residual oozing. The oozing continued overnight, and the patient was kept in the hospital. The oozing was managed with manual compression. The patient had no further complications. The patient was stable.

Manufacturer narrative:
Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. One 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually inspected and functionally tested/evaluated. The deployment sleeve was in the extended and locked position, but was not inserted into the hemostasis cap. However, damage was noted consistent with forcible extraction of the sleeve from the cap. The sheath had been rotated 180 degrees. A 1.2 inch length of suture exited the sheath distal tip; the suture distal end strands were even, consistent with cutting. The overall device condition was consistent with deployment. The carrier tube assembly was fully inserted into the hemostasis sheath and in the full rear-lock position; positive engagement was verified, and a distinct "click" was heard. The sheath was securely locked into the deployment sleeve. No functional anomalies were noted. The angio-seal device instruction for use (IFU) stats that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.